Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the left ventricular lead exhibited high pacing impedance. The programming changes were made, and the patient experienced no consequences.